Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at 8:00 a.m., the patient was prepared for hemodialysis. When preparing for the machine, it was found out that the catheter's venous end was cracked and had a slight leakage (bleeding). There was no damage to the device¿s external packaging. The box that the devices came in was also not damaged/broken. The luer adapter was tightened by hand. The cleaning agent used to clean the luer adapter was iodine. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. The product was replaced with a new one for the patient to use. Extracorporeal circuit was the other product utilized with the device. As remedial action, the connector was unscrewed and replaced. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 (fdp and imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at 8:00 a.m., the patient was prepared for hemodialysis. When preparing for the machine, it was found out that the catheter's venous end was cracked and had a slight leakage (bleeding). There was no damage to the device¿s external packaging. The box that the devices came in was also not damaged/broken. The product was replaced with a new one the patient to use. Extracorporeal circuit was the other product utilized with the device. As remedial action, the connector was unscrewed and replaced. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, at 8:00 a.m. On the event day, the patient was prepared for hemodialysis. When preparing for the machine, it was found out that the catheter's venous end was cracked and had a slight leakage (bleeding). Extracorporeal circuit. A new one was replaced for the patient to use. Unscrewed the connector and replaced it was the remedial action done to address the issue. There was no patient outcome.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photo noted one lumen with a small crack on the inner surface. The most likely cause of the crack is excessive force during hand tightening. It was reported that the luer adapter was cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.